Manufacturer narrative:
Device evaluated by MFR: the console device was returned for evaluation. During testing of the device using a gold front panel, the device did not function as expected. The device did not pass visual inspection due to a defective display that did not show the expected visuals. The reported event of screen not working was confirmed. The event date of (B)(6) 2023 is an estimated based of the aware date of 12jul2023 as the exact date was not reported.

Event description:
It was reported that the screen was not working. It was noted that the screen of a rotapro console was not working. No patient complications reported.

Event description:
It was reported that the screen was not working. It was noted that the screen of a rotapro console was not working. No patient complications reported.

Manufacturer narrative:
The event date of (B)(6) 2023 is an estimated based of the aware date of (B)(6) 2023 as the exact date was not reported.